Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not appearing due to missing area assignment for the unit. The technical support specialist (tss) assigned the correct area; patient visibility was restored on the station. The issue was resolved once configuration was corrected. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, patient account does not show in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.